Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by an intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies. The device alarmed motor error during the basic occlusion test due to loose/flush drive support disk. The motor was tested outside the device and passed. The device was received with cracked case at the lcd window corners and scratched lcd window.

Event description:
The customer reported that the insulin pump alarmed button error while taking a shower. The blood glucose reading was 154 mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.